Manufacturer narrative:
Correction: f2 per email received from the FDA on 11dec2020, a correction is being submitted for f2 as the initial MDR report inadvertently included the manufacture report no. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient¿s attorney alleged a deficiency against the device. Per additional information received, the patient has experienced stress urinary incontinence and required one surgical intervention.